Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.

Event description:
Reporter stated that patient obtained blood glucose results of 250 mg/dl, 130 mg/dl, and 159 mg/dl, within 10 minutes, when testing on the aviva system. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.